Event description:
It was reported that during sterile processing, it was observed that the motor device was not working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had a hole in the hose and low rotations per minute (rpm). It was determined that there were holes in the hose by the muffler which was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube or from pulling the autolube around by the hose. It was determined that the low rpms were from the holes in the hose. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.